Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. Programming changes were made. The patient was stable and would continue to be monitored.